Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tube laminectomy surgical procedure, it was observed that the tip of the cutter device could be seen with the attachment device. The surgeon then requested for a different attachment device and settled on the straight attachment and straight shaft device with the curved hand piece device which seemed to work fine; however, it was observed that there was a shuttering in the tip of the cutter device. It was further reported that the tip chatter seemed to have been from the lateral pressure placed on the attachment device. There were no delays to the surgical procedure. Spare devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.